Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and first for this issue. The device history record indicates the product was released per specifications. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an ophthalmic procedure "aspiration was not so effective". There was no patient harm reported. Additional information and the product sample were requested.